Event description:
Smiths medical cadd pump tubing was defective; epidural was not being administered because of a manufacturing defect causing pain to the patient. Tubing details: ref 21-7349-24, product # 2797, model 2110. FDA safety report ID# (B)(4).